Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. During incoming investigation testing, the driver met all performance testing, which included normotensive and hypertensive settings, with no anomalies or alarms. Additionally, the driver was tested for 48 hours at normotensive settings and the driver performed as intended. There was no evidence of a device malfunction. The customer-reported issue could not be reproduced. The freedom driver will be serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver had multiple intermittent fault alarms while supporting the patient. The customer also reported that the patient experienced dizziness during the fault alarms. The driver readings were br 133, fv in the high 50's and co 6-7 lpm. The customer also reported that hospital staff subsequently switched the patient to a companion 2 driver. There was no reported adverse patient impact after the driver switch. The readings on the companion 2 driver were br 135, fv was in the high 30's to low 40's and vacuum of -12.

Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the freedom driver had multiple intermittent fault alarms while supporting the patient. The customer also reported that the patient experienced dizziness during the fault alarms. The driver readings were br 133, fv in the high 50's and co 6-7 lpm. The customer also reported that hospital staff subsequently switched the patient to a compaion 2 driver. There was no reported adverse patient impact after the driver switch. The readings on the companion 2 driver were br 135, fv was in the high 30's to low 40's and vaccum of -12. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.